Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture, baker grade iii, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was capsular contracture, baker grade iii, and late onset seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "double capsule," and "capsular contracture," baker grade iii. Additionally, regulatory agency reported "ulcerative colitis", "mixed connective tissue disease", and "asia syndrome". The device was removed and replaced.